Manufacturer narrative:
A ge service rep performed an onsite investigation. The in-house engineer repaired the pins in the interconnect receptacle. The system operates as intended.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.